Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The codman perforator (unknown ID) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause or a potential cause of the reported failure may be related to angle held and/or pressure applied during use or an identified weld deficiency. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative action (CAPA) was initiated to investigate perforator disassembly trend.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during perforation, a perforator's upper plastic part broke. No additional information has been provided after several attempts.